Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy; link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, the device came out without the wires [sutures] when firing step two and pulling the plunger. This occurred with two prostyle devices in a row. The sutures of two new prostyle devices was successfully pre-placed. The sheath was upsized to a large bore sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.